Manufacturer narrative:
Customer declined ge healthcare service. Customer contact reports no patient information available.

Event description:
The hospital reported an unexpected reset error had occurred. There was no report of patient injury.